Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was reported as due to bacteria. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with an unspecified anti-inflammatory drug for the event. At the time of this report, the patient outcome was not reported. Pd therapy was continued during the treatment. The reporter declined to provide additional information.

Manufacturer narrative:
B3: the event occurred on an unreported date in (B)(6) 2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.